Event description:
The lay user/pt called lifescan (lfs) in 2005, and alleged that his one touch ultra meter was reading inaccurately low. The pt reported that he had been experiencing symptoms of blurry vision and frequent urination. In 2005, he tested on his meter while at work, which is in a hosp. He obtained a result of 120 mg/dl. He was not confident that the result was correct so he went to the emergency room and the blood glucose result was 178 mg/dl. He did not receive any treatment and he reported that his diabetes is currently diet-controlled. The pt also made an appointment with his optometrist and was given a new optical prescription. A follow-up appointment is being made for an ophthamological examination. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The pt peformed several control solution tests, which failed. This complaint is being reported as an adverse event because the pt reported obtaining low blood glucose results, which did not match his symptoms of blurry vision and frequent urination. Although he was not treated in the emergency room, it is possible that he was previously obtaining low blood glucose, when he was actually high and had symptoms that may be consistent with significant hyperglycemia.